Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and successfully replaced on (B)(6) 2025. The patient's status following the procedure was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed, and the patient's status was unknown.